Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-13178. This patient has 2 scs systems; this complaint regards the system for right lower quadrant abdominal pain. It was reported that the patient underwent surgical intervention wherein the patient's inoperable ipg was explanted and replaced due to the patient not charging the device. Stimulation therapy was reportedly restored postoperatively. It is unknown which ipg was revised during the pocket revision, therefore both ipgs are being reported on. It was reported that the patient underwent surgical intervention wherein the patient's inoperable ipg was explanted and replaced due to the patient not charging the device. Stimulation therapy was reportedly restored postoperatively. It is unknown which ipg was revised during the pocket revision, therefore both ipgs are being reported on.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-13178.